Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported turn off without input, which was confirmed during evaluation. The cause was determined to be the keypad not working properly. The keypad was replaced along with the front case to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. The reported problem occurred in intensive care unit. There was no patient involvement. No additional information is available.